Manufacturer narrative:
H3: product analysis: evaluation determined that the customers complaint can be confirmed, the attachement is defect. The likely cause of failure is dientified as worn/detached bearings. It was also noted that the laser markings are fading, the bearings are detached/worn, the tube tip is worn/damaged and the input and output drive shafts are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attachment defect was observed with the product. It was unknown if there was any patient involvement or complications as a result of the event.